Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum injection (dose, route and frequency were not reported) and vancomycin injection (dose, route and frequency were not reported). At the time of the report, the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.